Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.